Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous left posterolateral branch. After pre-dilation, a 2.5x12mm promus element stent was advanced for treatment but could not cross the lesion. Upon removal, it was noted the stent edge became flared. The procedure was completed with another device. No patient complications occurred and the patient status is good.